Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.

Event description:
The following was published in article "the 26th japanese society of cardiovascular imaging & dynamics" 2016 volume 26 page 89 (o6-2): a patient with a history of an inflammatory abdominal aortic aneurysm with graft repair, developed an acute myocardial infarction in the right coronary artery in 2015. A percutaneous coronary intervention was performed via the right femoral artery and an angio-seal device was used to successfully achieve hemostasis. Approximately three weeks post-procedure, the patient presented to the emergency room with lower abdominal pain and a fever. An abdominal CT scan revealed no abdominal anomalies were diagnosed but there was a bulge near the puncture site and perivascular inflammation around the bulge. Angiography and blood testing revealed the bulge was a staphylococcus-infected aneurysm. Antibiotics were administered and the patient's fever and abdominal pain subsided but the aneurysm did not improve. An aneurysmotomy was performed and the aorta was rebuilt with a synthetic graft.